Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The reported issue is currently under investigation.

Event description:
The customer reported the system powered itself down during fluoroscopy. There is no report of patient injury or death.